Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastroplasty, the purple reload did not open to staple; it remained closed while on the tissue. It did not execute the stapler commands. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaws of the reload were clamped. The sled and I-beam were slightly advanced. The reload jaws were manually opened. The staple cartridge was pre-fired and engaged in interlock. The reload was loaded into a representative powered handle. The handle recognized that the returned reload was loaded into the adapter, and then the jaws were clamped and unclamped. The reload was loaded into a representative instrument (0795). The reload was partially cycled to investigate the gap between the sled and I-beam. The interlock was engaged. It was reported that the purple reload did not open to staple; it remained closed while on the tissue. The reported issue was traced to user. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: warnings, and precautions to follow to avoid difficulties or malfunctions. Instructions for use in loading section, step 3 states th at ¿insert the pin located at the distal end of the instrument shaft into the reload. Ensure that the load alignment indicator on the reload aligns with the load alignment indicator on the shaft. Push the reload in and twist clockwise 45° relative to the instrument, so that the reload will lock into place and an audible click is heard. When the reload is loaded properly into the stapler the blue unload button underneath the shaft is seated in place without showing any red coloration underneath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle sig power sigphandle handle - (serial#unknown); unk-sigadapt unknown signia egia adapter - (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the purple reload did not open to staple; it remained closed. It did not execute the stapler commands. A new reload was used to resolve the issue. There was no patient injury.